Event description:
It was reported that the patient did not show up for their scheduled appointment. The power on reset had not been cleared at the time of the report.

Event description:
It was reported that there was a ¿call your doctor¿ icon and a power on reset (por) message. The patient had fallen in (B)(6) 2014 and broke her ankle in 4 places and her shoulder was also affected. The patient was concerned her device was not working. She was not certain when this occurred, but knew it was after (B)(6) 2014. The patient met with a manufacturer representative (rep) on (B)(6) 2014 and her stimulator was not working. The rep got it to start charging and the patient took it home but it was then not working again. Troubleshooting occurred and the patient was able to advance to the charging screen where the patient¿s implantable neurostimulator (ins) was beginning to charge ¼ with an empty ins battery. Follow-up was performed to determine if the por had been cleared and if the patient could recharge and feel stimulation. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).